Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a cracked case battery compartment, failed battery test, and blank display on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1782k insulin pump. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported that the battery cap contacts and battery compartment were not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1782k insulin pump was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no blank display and unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 04/04/2025 03:45:00.000, 04/04/2025 08:54:00.000. Insert battery alarm was found on: 04/04/2025 08:05:09.000, 04/04/2025 10:03:10.000 to 04/04/2025 10:22:51.000, 04/04/2025 12:13:19.000 to 04/04/2025 12:57:51.000, 04/04/2025 13:07:00.000 to 04/04/2025 13:57:08.000. Failed battery alert/battery failed alarm was found on: 04/04/2025 12:56:18.000, 04/04/2025 12:57:38.000. Pump error 23 alarm was found on: 04/04/2025 13:11:25.000 to 04/04/2025 13:57:21.000. Power loss alarm was found on: 04/04/2025 13:11:39.000 to 04/04/2025 13:57:53.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. In further review of the formatted history file, there were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 04-apr-2025. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a damaged display window cover, a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis the pump passed all the required testing. Customer alleged for blank display and failed battery alert/battery failed alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.